Event description:
It was reported to lifecell, as follows: on (B)(6) 2014, the patient underwent a bridged hernia repair with lifecell device. The patient initially had "great healing." On (B)(6) 2014, the patient was taken back to the or. Md found severe adhesion formation within the abdomen of the patient. Lysis of adhesions was performed. The device was explanted and discarded.

Manufacturer narrative:
Internal investigation included, as follows: review of the information reported. .review of the device history records for the complaint related lot sp100035, with no remarkable findings; there were no processing deviations that could affect the safety of the product review of the distribution and implantation history records for lot sp100035 revealed that (B)(4) devices were distributed, including 67 devices that were reported as implanted (complaint related device sp100035-284 is not included). Query of lifecell complaint system did not return any other clinical complaints reported to lifecell against the lot sp100035. Conclusion: based on information reported and internal investigation into complaint related lot, with no other complaints reported against the devices distributed/implanted from this lot, the event reported, adhesion, is unlikely related to the device. Internal investigation confirmed that complaint related lot did meet qc release criteria. It should be noted that abdominal adhesions are a common complication of surgery.